Manufacturer narrative:
This report is being filed on an international product, architect intact pth, list 8k25-28, that has a similar product distributed in the us, list number 8k25-27-29. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a patient information: patient 1: (B)(6), gender female. Patient 2: (B)(6), gender male. Patient 3: (B)(6), gender male no further information was provided.

Event description:
The customer obtained (B)(6) elevated architect intact pth results. The customer retested the samples on an alternate method roche cobas or laison xl and obtained lower results. The following initial and repeat results were provided. Sample 1 (B)(6) female 85.0 pg/ml on architect and 28.8 pg ml on the alternate method sample 2 (B)(6) male 252.6 pg/ml on architect and 78.0 pg ml on the alternate method sample 3 (B)(6) male 14.1 pg/ml on architect and 6.81 pg ml on the alternate method no impact to patient management was reported.

Manufacturer narrative:
This follow up is submitted to populate fields d8 and/or h6 with data that had previously been provided in field h10. There is no change to the content of the data.

Event description:
The customer obtained falsely elevated architect intact pth results. The customer retested the samples on an alternate method (roche cobas or laison xl) and obtained lower results. The following initial and repeat results were provided: sample 1 (41 year old female): 85.0 pg/ml on architect and 28.8 pg/ml on the alternate method sample 2 (58 year old male): 252.6 pg/ml on architect and 78.0 pg/ml on the alternate method sample 3 (50 year old male): 14.1 pg/ml on architect and 6.81 pg/ml on the alternate method no impact to patient management was reported.

Manufacturer narrative:
H6 health effect impact code: f26. H6 component code: g01003. D8 was this device serviced by a third party? No. The complaint investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records and historical performance of the complaint lot. Review of complaint activity and trending data did not identify any issues or trends. Device history record review was performed on lot 04120b000, which did not show any potential non-conformances, deviations, or non-conformances. The historical performance of reagent lot 04120b000 was evaluated using world wide field data for the routine assay. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot 04120b000 was within the established control limits. Based on this investigation, no systemic issue or deficiency of the architect intact pth assay was identified.